Event description:
The customer reported via phone call that she had a blood glucose of 524 mg/dl and had a blank display. Customer has tried multiple batteries and the pump will not come back on. Customer has treated with a syringe. Customer stated that she went to the hospital but was not admitted. Customer declined troubleshooting. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.